Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that host pc in the m cabinet that was not starting. After reviewing log file fse found the voltage error. Upon troubleshooting fse found that the internal power supply was not providing the required output voltages. The cause of the host pc failure determined by the supplier's part analysis that found psu (power supply unit) unable to boot up. To resolve the issue, fse replaced the host pc. After replaced the pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.